Event description:
During a brachial insertion of an optease retrieval filter, catalog # 466f220b the filter did not open after deployment. A venogram was done prior to deployment to confirm location and assessment of thrombus. The unopened filter was removed via a femoral approach using a 12frecnh sheath. Once the filter was removed from the patient it did open. The patient is scheduled for a scan to rule out thrombus present before another filter is attempted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a brachial insertion of an optease vena cava filter (B)(4) the filter did not open after deployment. A venogram was done prior to deployment to confirm location and assessment of thrombus. The unopened filter was removed via a femoral approach using a 12french sheath. Once the filter was removed from the patient, it did open. The patient is scheduled for a scan to rule out presence of thrombus before another filter is attempted. No further procedural information or requested films have been obtained in response to multiple investigative efforts. The device was not received for analysis and the lot number is not known; therefore, further analysis and device history record review cannot be completed. Based on the lack of procedural /clinical information and without the return of the device or procedural images, no conclusion can be made regarding possible root cause of the report that the optease filter did not open after deployment. Therefore, no corrective actions will be taken at this time.